Event description:
It was reported that during a lap nephrectomy procedure, the device worked for 1 minute, started to alarm. Nurse looked at tip which was dark black and very warm. Opened a 2nd device to complete case. No patient consequence.

Manufacturer narrative:
Evaluation summary: the device analysis results found that when attempting to activate the device gave a solid tone. Visual examination found an area of the blade that was discolored due to heat generated from contact between the blade and tissue pad. Further analysis found a crack propagating from the heat-affected area of the blade. This failure is caused due to activation of the device while clamped without tissue being present. For this reason the following statements were included in the instructions for use: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument."